Event description:
Patient (B)(6) received implant (rflt recov rr5011c reflect recover fixture ø5.0mm x 11.5 l) on (B)(6) 2021, experienced failure to integrate and had the implant removed on (B)(6) 2022, x-rays were provided. Implant replacement was sent to dr. (B)(6) on (B)(6) 2022.